Manufacturer narrative:
(B)(4). The forceez20 unit was returned to medtronic for evaluation. The returned sample did not meet specification as received by medtronic. The customer reported that the unit was activating without keyed input. The investigation was unable to confirm the reported condition. The investigation could not determine a root cause or a probable root cause for the customer's report. A review of the appropriate device history records indicates this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that the unit was activating without keyed input. A different pencil was inserted and unit operated normally. Device in use was a non-covidien pencil. The pencil was replaced and the procedure was completed with no issue. Customer stated that they believe the pencil was the culprit. No injury was reported and no additional information was provided by the customer.